Event description:
It was reported that the ilet displayed repeated ¿38¿ alerts and would not allow the user to proceed with supply changes due to unresolved alarms, leading the user to disconnect and revert to subcutaneous insulin via pen while awaiting a replacement. Symptoms included dizziness and nausea consistent with hyperglycemia. Outcomes included sustained blood glucose above 400 with values outside the target range for an entire day, without hospitalization or professional medical intervention. Investigation included device replacement with return logistics and retrieval for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.